Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid right coronary artery. After the guide catheter crossed the lesion peripherally, a 3.50mmx38mm promus element plus drug-eluting stent was advanced; however the stent failed to cross the lesion. After removal, the stent struts were found deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.